Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter. Product return status: 28 device investigation types have not yet been determined. Additional information: 28 devices were labeled for single-use. 28 devices were not reprocessed or reused.

Event description:
This report summarizes 28 malfunction events in which the device reportedly had a decrease in pressure. 13 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 28 previously reported events are included in this follow-up record. Product return status 12 devices were received. 16 devices were not available for evaluation.

Event description:
This report summarizes 28 malfunction events in which the device reportedly had a decrease in pressure. 14 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.